Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) would not take a charge and he was unable to connect using the patient programmer (pp). The pp showed poor communication screen. He was not able to communicate with the implantable neurostimulator recharger (insr). The patient wondered if it was because he used it too much and did not charge enough. There was also a loss of therapy. The patient recharged every other wednesday but now he thought he would have to charge every wednesday. The last time the patient felt stimulation was on (B)(6) 2015 and the last successful charge session was (B)(6) 2015. The reason for not charging was because he did not bring the gear on a trip. The patient thought it would be a month before he could be seen by a healthcare provider (hcp). The patient's relevant medical history includes other chronic/intractable pain (trunk/limbs) and radicular pain syndrome (radiculopathies). Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.